Manufacturer narrative:
The lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular lead had an unspecified product performance issue. The pacemaker was programmed to aai mode. No adverse patient effects were reported.